Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Dark fluid leaks after hld. It was reported that during reprocessing, the subject scope device dark fluid leaked after hld. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h6, h11. Corrected fields: b5, h6. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, the subject scope device had a dark fluid leak after high level disinfection (hld). There was no patient involvement.